Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the wound where the device was kept busting open and was swollen, puffy and oozing. Patient said the healthcare professional (hcp) kept giving them antibiotics. Patient said on (B)(6) 2020 the patient had a procedure and the thought the hcp was replacing the whole system. Based on info patient saw on the screen when activating MRI the lead was just replaced. Transferred patient to drs. Agent did not ask about the circumstances that led to the reported issue.